Manufacturer narrative:
Reported event is confirmed. Customer complaint of device broke off at the weld was confirmed. Visual examination of returned used device, item c6366 found devices broken off at the laser weld joint location. The suture hooks were not returned for evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 14 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame 41,085 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0004. Per the instructions for use, the user is advised the following: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Update: further assessment answers were received. The surgery was a labral repair. There was no delay to the procedure. A hemostat was used to retrieve the broken fragment. The sales representative reported on behalf of the customer that the device, c6366, spectrum ii suture hook, right corkscrew, was being used on (B)(6) 2021 during an unknown procedure and the ¿needle broke off at the weld interface between the shaft and needle tip during use in surgery. The patient was stable during and after the surgery and no adverse events were reported. No foreign bodies left in the patient.¿ there was no report of impact or injury to the patient. Further assessment has been sent; however, no response has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, (B)(6), spectrum ii suture hook, right corkscrew, was being used on 1nov21 during an unknown procedure and the ¿needle broke off at the weld interface between the shaft and needle tip during use in surgery. The patient was stable during and after the surgery and no adverse events were reported. No foreign bodies left in the patient.¿ there was no report of impact or injury to the patient. Further assessment has been sent; however, no response has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.